Event description:
Patient mentioned that has a reaction and rash since the device was turned on. Patient said they have been suffering since august. Patient said they has severe rash, pus and sores. Patient said that rash on their upper back and came down on their back until where the implant are. Patient also have reactions on their center forearm and big red rash that went down on their torso. Their leg rash has been clearing up due to steroid cream they use. Patient had been working with dermatologist, neurologist and allergist to confirm the root cause of the reaction. This is also why they need to have an MRI. Additional information was received; it was reported that the patient was still undergoing testing and the issue was not resolved. Additional information was received from the patient. It was reported that the implant was removed on (B)(6) 2026. There was a severe rash and skin infections. The ins was removed and they noted it was consistent with lichenoid hypersensitivity reaction.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.